Manufacturer narrative:
Additional information: b3: event date was originally approximated as (B)(6) 2021, has been updated to (B)(6) 2021. B5: describe event or problem - updated d4: lot number, expiration date, serial number & unique identifier (UDI) # - updated. H4: device manufacture date - updated.

Event description:
It was reported the patient experienced a puncture site burn requiring additional intervention and extended hospitalization. A rf3000 gen 200w 230v along with a soloist needle were used in a radiofrequency ablation procedure treating an osteoid osteoma. During the procedure roll off took a very long time and caused a skin burn at the needle insertion site. The patient returned to the hospital a few days later, with skin necrosis, and was hospitalized. A secondary procedure was performed to complete a skin graft. Progressive improvement at 3 months, was noted. It was further reported the osteoid osteoma was located in the tibia. The patient was hospitalized for a few days after the radiofrequency procedure, then went home for 4 weeks to heal the wound with directed healing. The patient returned for outpatient surgery on (B)(6) 2021 to have a skin flap graft to close the wound permanently. The patient is better and the wound is healed. It was noted the rf3000 console was checked and no anomalies were detected.

Manufacturer narrative:
Event date was not reported and approximated as (B)(6) 2021.

Event description:
It was reported the patient experienced a puncture site burn requiring additional intervention and extended hospitalization. A rf3000 gen 200w 230v along with a soloist needle were used in a radiofrequency ablation procedure treating an osteoid osteoma. During the procedure roll off took a very long time and caused a skin burn at the needle insertion site. The patient returned to the hospital a few days later, with skin necrosis, and was hospitalized. A secondary procedure was performed to complete a skin graft. Progressive improvement at 3 months, was noted.